Event description:
Per the clinic, the patient experienced a performance decrement subsequent to a middle ear surgery. The surgery (date not reported) was reportedly unrelated to the cochlear implant. Reprogramming attempts were made; however, the issue could not be resolved and the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4).

Manufacturer narrative:
This report is filed february 14, 2014.

Manufacturer narrative:
(B)(4).